Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. No other issues were observed; the console was working normally. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that a power reduction was found during daily inspection. There was no patient involvement.

Event description:
It was reported that a power reduction was found during daily inspection. There was no patient involvement.